Manufacturer narrative:
The insulin pump had button error alarmed due to flattened dome switch at act and esc button on keypad trace. No battery out limit alarm noted. Analysis was unable to perform the displacement, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests due to button error. The pump was received with cracked at corner display window, cracked battery tube threads and scratched on lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm, and high blood glucose. The blood glucose at the time of the incident was 300 mg/dl. The customer states the high blood glucose was due to coffee and a meal. The button error occurred after moisture exposure troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.